Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings: evaluation revealed that there was a crack in the battery compartment thread area. There was no battery cap returned with the pump. A test battery cap was used to complete the investigation. Unrelated to the complaint, evaluation revealed that the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the user was ¿having trouble with battery cap¿. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.